Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue does the needle remain in? Were there any adverse consequences to the patient? Is more than half of the needle retained in the patient? Does the surgeon plan to remove the needle in another procedure? Do you have any of the needle to return for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a prolapse procedure on (B)(6) 2017 and suture was used. During the procedure by vaginal way, when removing the needle-holder, the surgeon noticed that a needle fragment was missing. A post-op x-ray control was performed and the fragment was found in the patient. The patient may be operated later to remove the fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # ==> pc-000073228 additional information was requested and the following was obtained: answers to the additional information request : what tissue does the needle remain in? The needle is remained in the sacral ligament. What tissue was the suture used on? Sacral ligament were there any adverse consequences to the patient? No patient consequences is more than half of the needle retained in the patient? The half of the needle remained in the patient does the surgeon plan to remove the needle in another procedure? There is no procedure plan to remove the needle. Do you have any of the needle to return for evaluation? No needle available. What is the current condition of the patient? Nothing to report about the current state of the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.